Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient initiated a 911/emergency protocol and was hospitalized for an unspecified blood glucose (bg) level associated with alleged air bubbles in the cartridge. Reportedly, the patient was hospitalized and was treated by a healthcare provider; the type of treatment was not specified. It could not be determined whether or not the patient continued pump therapy. During troubleshooting with customer technical support, it was revealed that air bubbles were not removed from the cartridge prior to use by the patient as per instructions for use. It was also reported that the patient filled their pump with air causing their hospitalization. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.